Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the lemo connector and reloaded calibration files. The system operates as intended.